Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bottom of the bd alaris¿ smartsite¿ gravity burette set separated while being filled and leaked out antibiotics. The following information was provided by the initial reporter: "bottom of the burettes came off when filled. One nurse lost a dose of antibiotics. Only saline was lost in other instances."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 13-feb-2023. H6: investigation summary: two 10037032 samples from lot 21109297 were received in opened packaging for investigation; residual fluid was present in both devices. The feedback provided by the customer suggests the base of the burette had separated when filled with medication. A visual inspection of the returned samples confirms the customer's experience; as the devices were returned separated. A close inspection of the drip chamber base and white cap reveals minimal residual solvent is visible at the affected joint. The details of this feedback were forwarded to the manufacturing site for investigation. Following a review of the manufacturing process, their analysis confirmed that the separation is most likely to have been caused by an insufficient amount of solvent having been applied to the burette during the assembly process. This is a manually performed assembly step and is likely to have occurred due to human error. A review of the production records for lot 21109297 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature.

Event description:
It was reported that the bottom of the bd alaris¿ smartsite¿ gravity burette set separated while being filled and leaked out antibiotics. The following information was provided by the initial reporter: "bottom of the burettes came off when filled. One nurse lost a dose of antibiotics. Only saline was lost in other instances."